Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported the pt was admitted under suspicion of a possible percutaneous lead fracture. Upon interrogation of the pt's log history, transient elevation in power along with decreased pulsatility index (pi) was noted. The hospital suspected pump thrombus. Thoratec tech services evaluated and confirmed damage could not be found in the percutaneous lead. Additional information submitted to the manufacturer indicated that the pt was taken to the operating room (o.r.) For a pump exchange. It was determined that the pt's heart had recovered enough therefore; the pump was explanted for recovery.